Manufacturer narrative:
Updated fields : b4, d9, e1 (initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component code, investigation conclusions ), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. No issues found with battery charging or ac power. The fse found pim leak during testing. Replaced pim. Unit passed all functional and safety tests per factory specifications. Returned to customer. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Passed all tests. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4). As per the cardiosave dfmea the possible cause of the failure mode ¿pneumatic module leak test fails¿ for the part ¿pneumatic interface module assembly¿ is ¿component reliability or fatigue¿.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had battery malfunction. No patient harm or injury reported.